Manufacturer narrative:
The complaint of separation can be confirmed on the returned one (1) used. List #42800-27, transpac¿ it monitoring kit, 60" safeset reservoir, 2 blood sampling port, 3ml flush device, macrodrip; lot #unknown. As received the tubing of the safeset pt assembly was separated from the safeset port. The tubing and bonding pocket met product measurement specification. The probable cause of the separation is due to insufficient solvent coverage being applied at the manufacturing site. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a transpac¿ it monitoring kit, 60" safeset reservoir, 2 blood sampling port, 3ml flush device, macrodrip where it was reported the nurse attempted to draw lab sample from arterial line. Line disconnected at sample port closest to safeset. There was patient involvement but no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.